Event description:
Report received indicated the patient reacted to the surrounding glue of the aquacel surgical dressing. According to the report, the patient experienced "redness and inflammation of the skin" for a period two days. Prior to the receipt of the complaint, no other issues were reported. The report indicated after treatment, the symptoms have since resolved.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of non conformances related to this complaint investigation was conducted. As a result there was no evidence that any of the manufacturing processes and procedures performed contributed to this event.